Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. A new cartridge was loaded to resolve the issue.